Event description:
The customer contacted heartsine to report a non-critical issue with their device. During the evaluation, it was found that a pogo pin failure had occurred. This may prevent the device from powering on, preventing or delaying defibrillation therapy. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed to a failure of the pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device. Heartsine performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.